Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire crossed the lesion, a 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at an unknown pressure, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient serious injury or adverse event were reported.